Event description:
The information provided to sjm indicated a pt underwent aortic valve replacement with a 21mm sjm trifecta stented tissue valve (model:tf-21a, serial: (B)(4)) on (B)(6) 2011. The pt was discharged on (B)(6) 2011. An echo was performed on (B)(6) 2013, revealing a leak of the aortic bioprosthesis. A follow up echo was performed on (B)(6) 2014, which confirmed the aortic regurgitation. The valve was explanted due to cusp tears and was replaced with a non-sjm bioprosthesis on (B)(6) 2014.